Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg fails to communicate and fails functional testing. Evidence of puncture through the antenna to the circuit board which exhibits a punch mark, trace discoloration, and solder corrosion. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2007. It was reported that the patient typically recharged his system about once a week. In (B)(6) 2009, the patient experienced difficulty in communicating with the ipg using the charger and the programmer. Attempts at using additional charging systems and programmer were unsuccessful. An x-ray confirmed the ipg was positioned properly in the pocket site. The patient had not fallen or had any injuries to the ipg implant site. He had not had any medical tests/procedures or MRI done. The physician explanted and replaced the ipg on (B)(6) 2009. The explanted ipg was returned to ans for evaluation. Follow up on the patient found no further issues reported.